Event description:
The customer reported that system displayed a high ma error code. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monoblock, backplane, and calibrated the collimator and camera. The system is operating as intended. (B) (4).